Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis loaded inside the hoop. Visual inspection found that the poly tip peeled at 1cm from the poly tip section, exposing the corewire. The poly tip also presents several kinks along the entire tip and the coating is severely scrapped (peeled) along the entire body and a kink at 131cm from the proximal section. The od of the device was measured at three locations where damage was not noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lower leg tibia angiogram procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and mildly tortuous distal popliteal artery. This 300cm v-14 long taper straight tip guide wire was selected for a left leg lower extremity angio graphy procedure. The lesion was located in a tight area. The physician pulled the guide wire and noticed that the distal tip was split in two. The two detached portions of the guide wire were outside of the patient's body when the fracture was noticed. The physician also mentioned that it appeared that the coating peeled back. The device was removed from the patient intact and no portions remained inside the patient. The procedure was continued with another v-14 long taper straight tip guide wire. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a lower leg tibia angiogram procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and mildly tortuous distal popliteal artery. This 300cm v-14 long taper straight tip guide wire was selected for a left leg lower extremity angio graphy procedure. The lesion was located in a tight area. The physician pulled the guide wire and noticed that the distal tip was split in two. The two detached portions of the guide wire were outside of the patient's body when the fracture was noticed. The physician also mentioned that it appeared that the coating peeled back. The device was removed from the patient intact and no portions remained inside the patient. The procedure was continued with another v-14 long taper straight tip guide wire. No patient complications were reported and the patient's status is okay.